Manufacturer narrative:
The returned footswitch was evaluated. It was determined that the footswitch was not sticking but was malfunctioning in that power would continue to flow to the pencil after the footswitch was released. This could be duplicated when the footswitch was released very slowly, but in some instances the unit functioned properly even when the footswitch was released very slowly. At this time it is unknown if local conditions/handling/damage at the hospital may have contributed to the event. The footswitch was returned to the vendor for further analysis. (B)(4).

Event description:
Bipolar footswitch pedal stays activated when foot is not on pedal. The sticking pedal allows energy to continue coming from the electrosurgical pencil. There was no patient injury as a result of this incident. The bipolar footswitch malfunctioned upon first use during the first case of the day. Device was depressed for a duration of 1 second; when the physician released the footswitch, the unit continued to emit a tone indicating that energy delivery was still active for a duration of approximately 20 seconds. The physician then kicked the footswitch. The tone continued for another 5 seconds, after which the tone ceased without intervention. Two minutes later, when the physician attempted to use the unit again, the tone continued after the footswitch was briefly pressed and released. The tone continued for a duration of 10 seconds, after which it stopped without intervention. The physician then discontinued use of the unit.